Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including periodic self-testing, multiple shock testing, and functional testing without duplicating the report. An internal inspection resulted in no findings. The report was cleared and did not reoccur. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.